Event description:
Hamilton medical ag received the following event description: it was reported that the ventilator is not charging. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). The report contains the investigation outcome. The ventilator was able to start and operate normally at first, which confirms that the basic system was functional. According to the logfile, the device was switched on (B)(6) 2026. On (B)(6) 2026, it was started in psimv+ mode at 07:44:14. During operation, the ventilator reported several ¿loss of external power¿ and ¿battery low¿ alarms, showing that it was no longer receiving stable mains power and had to run on the internal batteries instead. Because the device did not have reliable external power, the batteries continued to discharge until they were completely empty. This stoppt the ventilation and the device switched to an ambient state at 08:54:47, with tf 444001, which indicates batteries completely discharged. This sequence matches the reported problem that the ventilator was not charging, since the battery level decreased instead of increasing while the device was connected to external power. The most likely cause was a failure in the mains power path, either due to a defective mains power connection or source or a defective internal power supply. As a corrective action, the power supply was replaced and solved the issue